Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited false atrial tachy response (atr) episodes caused by far field oversensing of the intrinsic ventricular activity on the right atrial (ra) lead channel. Technical services (ts) advised on programming enhancements to blank the oversensing. No adverse patient effects were reported. This device remains in service.